Manufacturer narrative:
The sample has been requested for evaluation. A follow up medwatch will be submitted upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
Facility representative reported to baxter global technical services an infusor in which the syringe holder was broken internally causing an interruption of delivery. The reported condition occurred during patient use in the operating room and therapy was stopped. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the reported condition of a broken syringe holder involving an infuso.r. Pump was confirmed but not reproduced. The root cause was determined to be a damaged syringe holder. The syringe holder assembly was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.